Manufacturer narrative:
Product analysis: the product will not be returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A supplemental report will be filed after the completion of the device history record review and investigation. (B)(4).

Event description:
Medtronic received information that during the implant of this mechanical valve (18mm), the sizer fit in the annulus but it was noted to be tight and the right side could not be seated appropriately. Following implant, it was noted that the area from the annulus to the sinus of valsalva was torn. The valve was explanted and the tear was repaired. A 16mm valve was implanted at a slant to prevent pressure on the repaired region. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. From the available information, the tear in the area of the sinus of valsalva most likely occurred due to inserting a valve that was sized larger than the patient¿s annulus.